Event description:
It was reported that an occlusion alarm occurred and pump supplies were changed to resolve occlusion. Customer's blood glucose (bg) was 216 mg/dl. Customer went to the emergency room (ER); however, customer did not receive any treatment and was advised to see their healthcare provider. Customer left ER with a bg of 216 mg/dl. However, after leaving ER, bg continued to elevate (value not provided). Customer's healthcare provider alleged there was an issue with the pump. Customer reverted to using manual injections for insulin therapy.